Manufacturer narrative:
Citation: bach ds et al. Eight-year results after aortic valve replacement with the freestyle stentless bioprosthesis. J thorac ca rdiovasc surg. 2004 jun; 127 (6): 1657-63. Doi: 10.1016/j.jtcvs.2004.01.023. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the long-term hemodynamic and clinical outcomes in patients following implant of a freestyle aortic root bioprosthesis. All long-term data were collected from 8 centers beginning in 1997. The study population included 700 patients (demographics not provided), all of which were implanted with medtronic freestyle bioprosthetic valves (no serial numbers provided). The population was further divided into subcoronary implants (500 patients), total root implants (162 patients), and root inclusion implants (38 patients). Among all patients, 32 deaths (16 from the subcoronary group, 12 from the full root group, and 4 from the root inclusion group) were reported as ¿valve-related.¿ no further details about the deaths were reported. Based on the available information, medtronic product was directly associated with the deaths. Among all patients, adverse events included: patient-prosthesis mismatch, cuspal tear, cuspal dehiscence, and moderate aortic regurgitation. These adverse events lead to 26 re-operations (20 from the subcoronary group, 3 from the full root group, and 3 from the root inclusion group). Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.